Event description:
Customer reported getting higher readings when using device for emergency services. Device = "hi" and hospital = 29 mg/dl twenty five minutes later. Emergency medical system (ems) provided pt a fluid bolus of 250 cc of normal fluid and d50 was administered. Ems stated pt "came around". The wrong controls were being used and were not in range. No information was provided why the ems was called or self treatment by the pt. A request was made for return product and replacement product was sent.